Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during clinical follow-up, the lead was found dislodged. Lead was explanted and replaced when repositioning unsuccessful. There were no complications; the patient was stable post-procedure.